Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "MRI showed rupture signs", seroma-late, "increased size and discomfort". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "mammary increased size and discomfort," "seroma treatment on the left, second seroma diagnosed," and "double capsule." Device has been explanted.